Event description:
It was reported that the patient visited the health care facility to inform the artificial urinary sphincter (aus) was not working and experienced incontinence. Due to this, a surgical procedure was performed to replace the device. There were no patient complications.